Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This was a live stream of a case held in turkey through the world live neurovascular conference 2017. Wlnc 2017 planned live case from turkey: "#1. Pial avm¿liquid embo(lization), transarterial - ankara" from wlnc agenda: http://www.wlnc.org/en/scientific-information.html the onyx was not available for evaluation as it as consumed in the event and remains in the patient. The lot number was not reported in this case. Based on the reported information, there is no evidence suggesting that the onyx les was defective, but rather a procedure related event. Angioarchitecture, vasospasm, reflux, long catheter dwell time, or prolonged injection time may result in difficult catheter removal and potential entrapment. Per the onyx les IFU (instructions for use): ¿do not allow more than 1 cm of onyx les to reflux back over catheter tip. Difficult catheter removal or catheter entrapment may be caused by one or more of the following factors: long catheterization time; angio-architecture: very distal arteriovenous malformation fed by afferent, lengthened, small, or tortuous pedicles; vasospasm; reflux; injection time. To reduce the risk of catheter entrapment, carefully select catheter placement and manage reflux to minimize the factors listed above.¿

Event description:
Medtronic received information through a conference that at the end of the onyx embolization procedure, onyx reflux on the double lumen micro balloon catheter prevented the catheter from separating from the onyx cast. After multiple attempts the microcatheter hub was cut and the microcatheter was left in the patient. The catheter was left to ensure the vessel did not tear. It extended from the left aca to left ica down to the right femoral. There were no patient symptoms associated to this event, however there was vasospasm that occurred proximally due to straightening of the vessel along with the catheter. Angiographic result post procedure showed the avm was cured. The patient was receiving transarterial onyx embolization to treat a pial avm located in the left frontal region. The reported device and accessory devices were prepared per IFU and the catheters were flushed as indicated. The physician paused as needed during injection, but the injection waiting time never exceeded 1 minute. The injection rate is unknown.